Event description:
A customer obtained troponin (accu tni) results, above the ami cut-off, on two different patients' samples. Upon repeat both patients' samples resulted within the risk stratification range. The elevated results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin plasma tubes with a gel separator and centrifuged for 6 minutes. Due to this event, centrifugation time was increased to 8 minutes. Qc was within the customer's established ranges prior to the event. There were no event log messages associated with the 12/07/2009 event. A field service engineer (fse) was dispatched: the fse performed hardware verification. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.